Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed a total power failure event due to depleted battery and removal of ac power supply. Visual inspection of the pneumatic block revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failed to complete its internal self-test was due to contamination. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.